Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for blood flow inhibition with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there was insufficient blood flow with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: (2 of 2). It was reported that there was "blood flow inhibition".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was insufficient blood flow with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: (2 of 2). It was reported that there was "blood flow inhibition."